Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was stopped working. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated that the insulin pump had battery out limit error. The insulin pump will not be returned for analysis.